Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and cloudy effluent. The same day as onset, the pt was hospitalized for the event. On an unreported date, the patient was treated with amikacin and vancomycin (doses, frequencies and routes not reported) for peritonitis. At the time of this report, the pd effluent remained cloudy and treatment with the stated antibiotics was ongoing. On an unreported date, retraining of proper aseptic technique was started. The outcome of the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.